Event description:
Caller reported taking 1 unit of humalog based upon a compact plus system blood glucose result of 142 mg/dl at 11:00 pm. Same system retest result at 11:05 pm was 309 mg/dl. Same system retest result within 10 minutes was "in the high 200s" mg/dl. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.